Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-24456. The pt is implanted with two scs leads model 3156 from the same lot number. It was reported the pt is experiencing unexpected stimulation in her rib area. An sjm representative met with the pt and attempted reprogramming of the patient's scs system but it was not successful. X-rays taken did not show any anomalies. Surgical intervention to address the issue is planned for a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.